Event description:
It was reported the subject device exhibited a damaged ceramic head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full address information: (B)(6). The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation it¿s probable that this event was caused by a component failure of the ceramic head (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrections are being made to previously submitted e1 ¿ first name, e1 ¿ last name, e1 ¿ email, e1 ¿ fax number, e1 ¿ phone number, e3 ¿ occupation, g2 ¿ report source, g4 ¿ PMA/510(k) #, h3 - device evaluated by mfg?, and h11 - additional mfg narrative. A definitive root cause could not be identified. Based on the results of the investigation it¿s probable that this event was caused by impact, dropping, shock or similar stress. The event can be prevented by following the instructions for use which state: "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿

Event description:
No additional information received from customer.